Event description:
Customer stated that they could not get the meter to count down and display a result. Customer indicated that this caused them to go into diabetic coma. Paramedics gave them orange juice with sugar and their family member gave them honey and they were able to come out of the coma and did not require further medical treatment. A review of the system was conducted over the phone. This review did not indicate any problems with the system. The customer was asked to return the meter for further eval and a replacement was provided.